Manufacturer narrative:
The returned device was evaluated and no damages or defects were noted to the formed needle or bottom housing that may cause irritation at the infusion site. The exact cause of the reported event could not be determined. Inspection of the cannula assembly found the exposed portion of the soft cannula to be torn. Fluid was observed leaking out of the intended fluid path from the tear in the soft cannula. It could not be conclusively determined when or how this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin.

Event description:
It was reported while a patient had been wearing a pod between 36 and 48 hours their blood glucose level had rose to over 300 mg/dl. In addition the patient experienced irritation at the pod infusion site.